Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad issue. It was reported that the pump vibrated and locked without user intervention. A review of the bolus history showed zero bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the complaint of the keypad button issue was not duplicated during testing; all of the keypad buttons and the audio bolus button responded appropriately. The keypad was removed and there was no evidence of damage or contamination found on the button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.